Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, low pacing impedance was observed on the lead. The device was reprogrammed resolve the event. The patient was in stable condition and will continue to be monitored.